Manufacturer narrative:
Product has not been returned. Therefore, a DHR review was completed for kit lot number k08a111104224m1 with 0 discrepancies found (all lots passed in total per the sampling plan). A review of existing capas, scars and ncmrs were completed and there are no prior records related to false positive failure mode for this lot. There are 0 additional complaints from this customer associated with a false positive failure mode, prior to the reported receipt date of (B)(6) 2022. Based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. The complaint rate for false positive is under the expected threshold of 2% (label claim)/1% (internal warning limit). According to the failure rate ((B)(4)) for this lot, the number of false positives (11-total false positives reported from same lot) in relation to the total lot quantity produced ((B)(4)) is under the expected threshold. Lucira health will continue to monitor trends related to false positive results in accordance with post-market surveillance process. DHR review kit lot# k08a111104224m1: sample vial lot DHR review: 2203438, 2202318, 2203506, 2203231, 2203332 (associated internal lot # 220305-1j, 220124-1n, 220305-4d, 220124-7l, 220124-7r) test lot dhrs review: 2203141, 2203143, 2203141, 2203269, 2203280, 2203282, 2203282, 2203381, 2203448, 2203478, 2203503, 2203503, 2203478, 2203502, 2203502, 2203502, 2203526, 2203577, 2203527, 2203527 (associated internal lot # 220305-6n, 220305-6s, 220305-6m, 220305-12n, 220305-12u, 220305-12y, 220305-12z, 220305-18f, 220305-21j, 220305-24e, 220305-24l, 220305-24n, 220305-24g, 220305-24i, 220305-24k, 220305-24j, 220305-24x, 220305-27p, 220305-3h, 220305-3i) based on the limited information available, root cause cannot be determined. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. A supplemental report will be filed if any further investigation and/or additional information is obtained. Based on the complaint review, no harm was reported within the complaint. This device is marketed under eua (B)(4) check-it.

Event description:
One device reported as having an alleged false positive result. The complainant took an additional lucira test and accula (rt-pcr) test with negative results within 30 minutes for confirmation.